Event description:
It was reported that the tip of the screwdriver was broken off in the patient while adjusting the screw. It was confirmed that the broken off part was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed driver tip broken at intersection between the spherical head and shaft body. Microscopic examination of fracture surface reveals a fairly brittle fracture with evidence of circular material flow and no indication of fatigue this suggests torsional overload as the mechanism failure. Device. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.